Event description:
It was reported that during the surgery, the tip of needle was fractured during use, and the fractured piece of needle fell into the patient's body. Fortunately, the fractured piece of needle could be removed during the same surgery. Attempts have been made and additional information on the reported event is unavailable at this time

Manufacturer narrative:
(B)(4). G2: foreign: japan. Customer has indicated that the product will not be returned to zimmer biomet for investigation, as it was discarded. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.

Manufacturer narrative:
(B)(4). This follow-up report is being submitted to relay additional information. The following sections were updated: b4; b5; d2; g2; g3; g6; h1; h2; h3; h6 no product was returned or pictures provided; visual and dimensional evaluations could not be performed. Review of the device history records identified no deviations or anomalies during manufacturing related to the reported event. Medical records were not provided. A definitive root cause cannot be determined. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information available at the time of this report.